Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic ventilator unit was replaced to resolve the reported issue.

Event description:
The hospital reported that a "ventilator failure" alarm is active. There was no report of patient involvement.